Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed reported symptom of "does not recognize a closed door". Unit was received inoperable due to "door not fully latched" alarm caused by loose link screws (upper and number 3). The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a pump did not recognize a closed door. It was also reported that there was no pt injury.